Manufacturer narrative:
**UDI related data quality updates only**

Event description:
During the shift check, the autopulse platform sn (B)(6) displayed a 'system error, out of service, revert to manual CPR' error message". No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data could not be downloaded, however, the apvision3 software confirmed a system error 136 (internal parameter corrupted). The root cause of the system error was the processor board (pca) failure, likely due to the age of the device. The autopulse platform was manufactured in december 2015 and is almost 8 years old, well beyond its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, the front and bottom enclosures were observed cracked. The observed physical damages appeared to be characteristic of user mishandling. The front and bottom enclosures need to be replaced to address the observed physical damages. The archive data showed the system error 136 (internal parameter corrupted) error message, thus confirming the reported complaint. In addition, the archive data was recovered but could not be converted as it had been corrupted due to the defective processor board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. The failed processor board needs to be replaced to remedy the system error. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).